Event description:
Information was received indicating that the distal end connection of a smiths medical cadd administration set came off during normal infusion conditions. The total parenteral nutrition (tpn) and lipid products were remade and a new tubing was attached. There was no reported adverse event.